Event description:
Boston scientific received information that when this patient was converted to the (B)(4) study, the battery life dropped to less than three months remaining. The patient has a follow-up office visit scheduled in one month. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.